Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 6. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports that the day the implant was placed in ada 6, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.